Event description:
It was reported to medtronic minimed that the customer met with an accident (hit by the train) and passed way, in late june to early july 2025. The event involved product(s) mmt-1886. Troubleshooting was not performed. Insulin pump was used within 48 hours of reported death event. The used device mmt-1886 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08735 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 01-jul-2025, there is no unexpected alarms/suspends recorded in the formatted history file. On the event date of 01-jul-2025 of the daily total collection start time, the daily total of basal insulin delivered = 126000 (12.6 u) and daily total of bolus insulin delivered = 149000 (14.9 u) which is equal to the daily total of all insulin delivered = 275000 (27.5 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 01-jul-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 23:39:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.43 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment; however, a slightly chipped/dented retainer (outer part) was noted during testing. The following were noted during visual inspection: a minor deep scratched lcd window, a cracked keypad overlay, a scratched case and a broken belt clip rails. The pump passed all the required testing. Retainer ring damage (a slightly chipped/dented retainer (outer part)) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.